Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported deployment issue was not confirmed as the stent had already been fully deployed and was not returned. The tip detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional supera stent system referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a de novo lesion in a moderately calcified and moderately tortuous femoral artery. A 6 mm armada 18 balloon catheter was used for pre-dilatation, and a 5.5 x 100 mm supera peripheral stent system was advanced over a command 18 guide wire. There were no issues with advancing the device to the lesion, and the stent fully deployed. However, during removal, it was noted that the deployed stent was removed with the introducer sheath along with the nose cone and a distal marker, which became separated. Another 5.5 x 100 mm supera stent system was then used with the same guide wire, and the stent was fully deployed in the lesion. The device did not meet resistance during advancement. However, the stent was removed during removal of the device as well. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.